Manufacturer narrative:
In the instruction guide for universal sling bars ((B)(4)), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technical support representative ordered a replacement sling bar for the account to install to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating one plastic hook on the end of the sling bar broke off. The lift was located in the patient room at the time of the incident. There was no patient or user injury reported. (B)(4).